Event description:
Additional information received reported that the cause of the event was unknown. The patient was reprogrammed on (B)(6) 2011. Turned unit off then on again. The patient has not followed up.

Manufacturer narrative:
Product ID: 3093-28, lot# v161901, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Event description:
It was reported that the patient¿s stimulation was turning on. The patient was curious if this could cause pain down their leg suddenly. It was noted that the event or symptoms had been occurring for about 4 days prior to the report. There were no falls or trauma reported. It was noted that the patient was going to turn down their implantable neurostimulator to see if that helped.